Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a display (display issue) issue. It was reported that the display was fading in and out as if it was "warming up". There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/11/2017 with the following findings: during investigation, the pump was powered on and the display was found to be blank. The pump cover was removed and moisture damage was identified on the display flex connector and printed circuit board. Unrelated to the original complaint, a crack was observed in the battery compartment.